Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly as the device had reduced capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the proximal end of the lead was not completely seated in the implantable neurostimulator (ins) connector port. This issue caused corrosion on the active #3, 4, and 5 conductors.

Event description:
The patient via a manufacturer representative reported on (B)(6) 2015 that there was a confirmed overdischarge. A physician mode recharge (pmr) was performed. A power on reset (por) was seen. The last successful recharge had been a year ago and non-compliance was the cause. The recharger and programmer had been lost. It was reviewed to continue charging and to clear the por when the battery reached 25%. Additional information received from a mortuary attendant on (B)(6) 2016 reported that the patient passed away on (B)(6) 2015 but the cause of death was unknown. The patient was implanted for post lumbar laminectomy syndrome. No cause of death was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (B)(4) found the device was received with telemetry and good output on all electrode pairs. The ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.925 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>(><(><<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis and was recovered in the field with a physician mode recharge.